Event description:
It was reported that the low voltage alarm was sounding on the 9800 system. It was noted that the interconnect cable is broken. There was no report of pt injury.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The malfunction was verified. Replaced the interconnect cable and restrapped the transformer. The system was tested and found to be working as intended and placed back into svc.